Event description:
The manufacturer received information alleging a ventilator stopped operating temporarily. The patient required to be manually ventilated with a bag valve mask until the device rebooted. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. During the evaluation a service required code related to an air inlet obstruction was observed in the ventilator's downloaded error log. This error does not indicate device malfunction, it is alarm to alert the user that their is an obstruction at the air inlet. The device alarmed as operated as design.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator stopped operating temporarily. The patient required to be manually ventilated with a bag valve mask until the device rebooted. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. During the evaluation a service required code related to an air inlet obstruction was obsered in the ventilator's downloaded error log. This error does not indicate device malfunction, it is alarm to alert the user that their is an obstruction at the air inlet. The device alarmed as operated as design. After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Section b1, h1 and h6 has been updated/corrected in this report.